Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead dislodged shortly after implant. The rv lead was repositioned, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that pacing failure occurred as a result of the right ventricular (rv) lead dislodgement. It was noted the lead dislodgement was confirmed under x-ray. No additional adverse patient effects were reported. This rv lead remains in service.